Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door and latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged door and latch roller were identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the pump head door and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.